Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred since (B)(6) 2016. There was no impact to the customers blood glucose level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. In addition, the customer reported that a cartridge alarm 1 occurred earlier. There was no reported impact to the customers blood glucose level. The customer was unable to troubleshoot with tandem technical support at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.